Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-02756. It was reported the physician unintentionally cut one of the leads when explanting the system. The system was explanted without further complications. Both of the patient's leads are being reported because it's unknown which lead is liable.